Manufacturer narrative:
Added patient data.

Event description:
Intera was notified on 19 april 2024 that the device was explanted on (B)(6) 2024. The device was discarded prior to notification to intera. It was stated that this device was flowing more slowly than expected but the patient had not been receiving floxurdine due to high liver function ttests since (B)(6) 2024.

Manufacturer narrative:
Patient information requested but not yet recieved. Blank fields in the MDR form represent unknown information. If further information is received at a later date, a supplemental report will be filed.

Event description:
Intera was notified on 19 april 2024 that the device was explanted on (B)(6) 2024. The device was discarded prior to notification to intera. It was stated that this device was flowing more slowly than expected but the patient had not been receiving floxurdine due to high liver function ttests since (B)(6) 2024.

Manufacturer narrative:
The device history record for this serial number was reviewed. This serial number was pulled and sampled for pyrogen testing and then returned to the lot during processing, which is a standard part of the manufacturing procedure. There were nonconformances or deviations pertaining to this serial number. The device met all specifications prior to release from manufacturing. The device remains implanted at this time. Blank fields in the MDR form represent unknown information. If further information is received at a later date, a supplemental report will be filed.

Event description:
Intera oncology recieved a report from a healthcare provider regarding an intera 3000 hepatic artery infusion pump, implanted (B)(6) 2023. It was reported that the when the pump was emptied for a refill procedure, 20.5 ml of hep saline was returned. This was over a 14 day period, meaning the pump had a calculated flow of 0.67ml/day. The previous refills had calculated flow rates of 1.21 ml/day and 1.25 ml/day.